Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, at the second firing in left lower lobe's partial resection, the surgeon squeezed the handle at the place where about 30mm's staple line was made, crack sound was generated. The same issue occurred even the handle was squeezed slowly again. The doctor had to pull the return knob and the jaws opened. A new reload and a handle were connected and the handle was squeezed, but the condition was the same as the first firing of the second reload. With the third reload, even though the extra neoveil sheet and staple line were trimmed and the cutting angle was changed, the condition was the same. The surgeon judged it was difficult to perform dissection with instrument, so surgeon clamped a part of the lung with forceps and performed resection, and then hand-sutured the wound. After that, 2 reloads were used to perform resection. The doctor said the lung was not very thick or hard. The device was removed from the tissue by force but no tissue damage was caused. The patient has primary disease of interstitial pneumonia.